Event description:
It was reported a minicap was observed to have a leak at the rim of the cap during use. After the leak was found, the patient was instructed by their nurse to put on a new minicap, then wait at least 2 hours before starting peritoneal dialysis (pd) therapy. The cause of the leak in the minicap was unknown. The patient kept her transfer set in a pd pouch and was very careful when screwing on the minicaps. The nurse reviewed proper technique with the patient regarding how to properly screw on and tighten a minicap. There was patient involvement, however, there was no patient injury nor medical intervention indicated. This is report 3 of 6 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A follow-up report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated, but the reported issue could not be confirmed. The sample was visually inspected and no defects were observed. It also went through underwater pressure testing and no functional issues were detected. The cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.